Event description:
It was reported by the aci sales professional that a female patient underwent a left and right coronary intervention procedure on unknown date. Access was obtained at the common femoral artery via a 6f procedural sheath with angiomax on board. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician turned the closure over to the radiology technician (rt) to close the access site. The rt who is a trained user of the mynx, chose the device for femoral arterial closure. Post procedure the rt checked the groin which was reportedly "soft on top but hard underneath." It was reported that an acute hematoma had developed which was described as "spread out." It was reported that the staff applied 23 minutes of additional manual compression along with a femostop for precaution. It was also reported that the patient developed a pseudoaneurysm but no surgery was performed. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.